Event description:
Information received by medtronic indicated that the customer experienced both discrepancy between sensor glucose and blood glucose and hypoglycemia with a high blood glucose value of 400 mg/dl and a low blood glucose value of 36mg/dl. It was stated that the low and high consistently. Customer's sensor glucose value was 90 mg/dl while blood glucose value was 211 mg/dl. Troubleshooting was performed. It was found that the customer has treated the high blood glucose event with the insulin pump. It was found that the customer was using the pump within 48 hours of the reported event. The auto-mode/smartguard feature was active. No further patient complications were reported. The event involved product(s) mmt-342, mmt-1884l, mmt-431a, mmt-7333 and mmt-7040a. It was unknown whether the customer will discontinue to use the insulin pump. No product return is expected for mmt-342, mmt-1884l, mmt-431a, mmt-7333 and mmt-7040a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.